Manufacturer narrative:
The event occurred in 2007. Event reported to our international affiliate, about 4 months later by the service manager. Neither the user facility, service company nor the distributor submitted a user facility/distributor report to the manufacturer.

Event description:
The following description of the event and the evaluation of the unit by the user facility was copied from the failure report sent to cardinal health by our international affiliate. "Nurse touched the pins on the plug after disconnecting from the wall and received an "electric shock". Although she has had no adverse effect. Unit safety tested at the time of the hospital technicians and found to be ok. Oscillator had been disconnected from the patient and switched off and had just been unplugged from the mains supply. No harm to patient, no adverse effect on nurse." "Unit has been returned to use several months ago, after safety testing and finding nothing wrong with the unit."